Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A startright representative spoke with a customer from (B)(6). The customer reported that they had low blood glucose of 25 mg/dl, the first night of using the pump. Troubleshooting was declined by the customer. No further details given.